Event description:
It was reported that pump experienced malfunction with malfunction code 1 that recurred even after reset, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement pump, ensuring it had updated software. Customer was instructed to reset pump, use multiple daily injections as backup insulin therapy.